Manufacturer narrative:
Since the initial report was filed the investigation has completed. The pump product was returned and tested on the bench top. The root cause of the bleeding and presumed hemolysis was unable to be determined. There was a thought shared by the medical team that the use of tpa could have caused the excessive blood loss. The blood products given for the blood loss also benefitted the patient for the presumed hemolysis. The bench top testing did reveal however that the tavr had interacted with the impella. The impeller was found to be damaged. This damage lead to the low flows experienced during the case support. The failure mode will be monitored and trended.

Manufacturer narrative:
The complainant has returned the product for analysis. The analysis is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
A patient was admitted in cardiogenic shock and suffering from an acute myocardial infarction. Earlier in the month the patient had been admitted and had a tavr corevalve placed. The valve replacement was done with the tavr corevalve product, manufactured by medtronic. The patient was supported by an intra-aortic balloon pump (iabp) upon this second admission. When it did not support the patient effectively, it was explanted and an impella cp was placed via the left femoral artery. During his support the access site of the impella was oozing blood and he was also experiencing signs and symptoms of hemolysis. The patient received an infusion of fluids and blood products. After 2 days the care had to be escalated to the impella 5.0.